Event description:
It was reported that "unknown white powder like material was found on the catheter at a few centimeters from the hub and at the tip of the catheter before use." No patient complications or injury was reported.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time.